Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available for evaluation. A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set's sterile packaging was broken. This was noticed before use. There was no patient involvement. No additional information is available.